Event description:
The customer received questionable ammonia results for one patient sample when tested on a cobas 6000 c501 analyzer, serial number (B)(4). The initial result was 3.1 umol/l. The sample was repeated on the same analyzer and recovered 22 umol/l. The sample was repeated on another cobas 6000 c501 analyzer (serial number was not provided) and recovered 68 umol/l. It is unknown which results were reported outside the laboratory. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Requested information was not provided for further investigation. A root cause could not be determined. According to the customer, the issue has not recurred. The initial low ammonia result was not reported outside of the laboratory. The patient was not adversely affected.